Event description:
As reported by an affiliate, during a percutaneous transluminal angioplasty, a powerflex pro balloon ruptured while it was being inflated with a b-braun indeflator at approximately 13atm. The balloon catheter was removed from the patient with no difficulty and intact. The sufficient blood flow was confirmed and the procedure was finished successfully. There was no reported of patient injury. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kink or other damages noted prior to inserting the product into the patient. The device prep normally, maintaining negative pressure. Approach was made from the right femoral artery with a 6f brite tip sheath introducer. The lesion was crossed with a guidewire (radifocus 0.035inch 150cm). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The powerflex pro (5.0/40mm 80cm) was delivered to the target lesion for plain old balloon angioplasty (poba) and first dilation was conducted at 10atm. The lesion was not completely dilated therefore, a second attempt for dilation was conducted at 15atm, but the balloon ruptured. The balloon catheter did not kink while being used. The target lesion was the right external iliac artery. The contrast media or the saline ratio is unknown. The same indeflator was used successfully with other devices. The lesion was isr of a smart control stent and was moderately calcified and not tortuous. There was no detail information regarding the smart control stent (8.0/80mm, catalog number and lot number are unknown) implanted 3 years ago. There was 90% stenosis. The device will not be returned for analysis.

Manufacturer narrative:
The implant year was 2010, the month and date are unknown. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2013-00430 and 9616099-2013-00431.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty, a powerflex pro balloon ruptured while it was being inflated at approximately 13 atmospheres. The target lesion was in stent restenosis of a smart control stent in the right external iliac artery which was moderately calcified, not tortuous with 90% stenosis and had been implanted three years prior. There was no reported patient injury. Approach was made from the right femoral artery with a 6f brite tip sheath introducer. The lesion was crossed with a guidewire. The powerflex pro (5.0/40mm 80cm) was delivered to the target lesion for plain old balloon angioplasty (poba) and first dilation was conducted at 10 atmospheres. The lesion was not completely dilated, therefore a second attempt for dilation was conducted at 15 atmospheres, but the balloon ruptured. The balloon catheter was removed from the patient intact, with no difficulty. Sufficient blood flow was confirmed and the procedure was finished successfully. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The contrast media and the saline ratio is unknown. A b-braun indeflator was used and used successfully with other devices. There was limited information regarding the smart control stent (8.0/80mm, catalog number and lot number are unknown). (B)(4). The device was not returned for analysis. A DHR could not be conducted as a lot number was not provided. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In regard to the reported ¿balloon burst - at/below rbp¿ of the powerflex pro, the burst could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the information available for review, there are vessel characteristics (calcification and restenosis) that may have contributed to the reported burst of the balloon. The event description notes that the device prepped normally and first inflation was conducted without difficulty. The information available for review does not suggest that the difficulty experienced by the customer could be related to the design and manufacturing process of the devices; therefore, no corrective action will be taken.